Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, the patient suffered complications. The location of the lesion is unknown. Upon attempting to treat the lesion, the rotablator guide wire fractured at two locations; "on the distal part and inside the guide catheter." The patient suffered an acute coronary myocardial infarction (acmi) and required further medical intervention. The procedure was not completed due to this event. No further patient injuries or complications were reported. The patient's status was reported as "stable".

Manufacturer narrative:
Device evaluated by manufacturer: device was returned loaded inside protective hoop. Visual examination revealed a missing distal tip and with a kink at proximal area, approximately 2 cm is missing from the distal end, which includes the spring tip and ball weld. The fractured portion of the rotawire was sent to scanning electron microscopy (sem) for fracture analysis. The results indicated that the fractured surface exhibited longitudinal shear/tear planes characteristics of a bending action. No material anomalies were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, the pt suffered complications. The location of the lesion is unk. Upon attempting to treat the lesion, the rotablator guide wire fractured at two locations; "on the distal part and inside the guide catheter." The pt suffered an acute coronary myocardial infarction (acmi) and required further medical intervention. The procedure was not completed due to this event. No further pt injuries or complications were reported. The pt's status was reported as "stable".